Event description:
Technical services received a call on 11 /19/12. Caller reported patient presented today in clinic. Vt episode showing loss of v capture vp vs. Rv capture threshold was 4.5v at 1 bipolar, 4v at 1 ms unipolar, 0% rv paced. Programmed to 5v at 1 ms in unipolar. No additional information is available at this time. Rv lead remains in service. Lead was implanted (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).